Manufacturer narrative:
The insulin pump received with no esc button response due to flattened button dome switch. No button error alarm during testing. The insulin pump was unable to perform the displacement test due to no button response. No moisture damage found on the battery tube and vibrator assembly. However, the insulin pump had moisture was found on the electronics and motor assemblies during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error after the customer entered the ocean with the device on. The customer's mother confirmed that there was condensation on the screen. The customer's blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.